Event description:
Augmentation with silicone gel implants. Now has capsular contracture - symptomatic - class IV left, possible rupture on rt. Pt underwent bilateral capsulectomies with implant removal - both implants removed intact. Pt was augmented with mentor silicone gel implants 400cc bilaterally.